Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual evaluation revealed that the shaft was kinked. The stiffening tube of the catheter was broken. No other issues were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that the catheter was broken. A dynamic xt electrode catheter was selected for use. During unpacking, it was noted that catheter was found to be faulty/broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A dynamic xt electrode catheter was selected for use. During unpacking, it was noted that catheter was found to be faulty/broken. No patient complications were reported.